Event description:
On (B)(6) 2010, the patient reported the check button will sometimes not work. Patient stated this has occurred while attempting to return the piston rod and while attempting to prime. Patient reported he would hold down the check button for longer than 3 seconds but the infusion device would not respond. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.